Manufacturer narrative:
H10: clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 160nre dialyzer and the serious adverse event of blood loss due to a optiflux 160nre dialyzer blood leak, which warranted an increase in the patient¿s mircera dosing. The reporter stated no defect(s) or damage was observed on the exterior of the optiflux 160nre dialyzer. However, evidence of a dialyzer leak was confirmed by the visualization of blood in the dialysate compartment, a 2008t hemodialysis machine ¿blood leak alarm¿ and blood leak testing strip. The etiology of the dialyzer membrane rupture, which preempted the event is unknown; therefore, causality cannot firmly be established. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. Based on the information available, the optiflux 160nre dialyzer cannot be excluded from having a causal and/or contributory role in the serious adverse event of blood loss.

Event description:
Additional information was received: it was reported that the patient was assessed. The patient was alert and oriented to person, place, situation. The patient denied any lightheadedness. The patient¿s blood pressure was 127/68 and heart rate of 69. The patient was restarted on treatment without any complication. It was reported the patient¿s last hemoglobin (hgb) was drawn on (B)(6) 2020 was 8.1 g/dl. The patient refused blood transfusion at the time. An order was received to increase the patient¿s mircera dosage to 225 mcg and hemoglobin labs were drawn. It was reported that the patient would receive next mircera dose on (B)(6) 2020. Patient¿s hgb will be monitored weekly. The machine was put into bleach disinfect.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred. Upon follow-up with the facility nurse, it was reported that the blood leak occurred about an hour into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 102 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.